Event description:
The pt had difficulty distracting with the iskd lengthener during treatment. The doctor obtained some length by manually manipulating the pt's limb. However, when he was not able to obtain further length, he brought the pt back into the or for the lengthener removal and the doctor applied an external fixation and implanted a new lengthener. The doctor reported that the pt has been lengthening with the external fixation and the new lengthener.